Manufacturer narrative:
On (B)(6) 2016: during follow up with tandem technical support the customer stated the fill estimate has been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was 200 mg/dl and the customer had delivered a bolus because the bg level had not yet lowered. The customer was able to clear the alarm and resume insulin delivery. Additionally, the customer reported that the fill estimate was inaccurate and indicated would change out the cartridge.